Event description:
There were two embolization coils (interlock) that did not function properly: 1) the embolization coil became unraveled during deployment. Part of the coil was deployed, and the portion that was unraveled was removed; 2) the embolization coil deployed in the catheter. The procedure was able to be completed, and there were no patient complications.======================manufacturer response for embolization coil, interlock (per site reporter).======================they are sending shipper kits to return the devices for analysis.

Event description:
There were two embolization coils (interlock) that did not function properly: 1) the embolization coil became unraveled during deployment. Part of the coil was deployed, and the portion that was unraveled was removed; 2) the embolization coil deployed in the catheter. The procedure was able to be completed, and there were no patient complications.======================manufacturer response for embolization coil, interlock (per site reporter).======================they are sending shipper kits to return the devices for analysis.======================manufacturer response for embolization coil, interlock (per site reporter).======================they are sending shipper kits to return the devices for analysis.